Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the wing nuts and safeties functioned properly upon rotating the twist knobs. The green bars were visible within the indicator windows when the twist knobs were fully closed. The instruments were applied to the appropriate test media producing acceptable results. Pusher-fingers and knives advanced when the handles were squeezed and the knives cut the media cleanly and completely, despite the noted knife blade damage and the full complement of staples was properly formed. The devices were subjected to measured anvil retention tests with results of 7.10 and 8.34 lbs. Forces required. The acceptable specification is 4.3 to 16.0 lbs. The devices also produced all audible, tactile and visual indicators during the functional testing. Microscopic inspection of the knife noted staple divots. It was reported that the anvil disengaged either fully or partially from the device. Also, the leak test showed bubbles along the staple line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the plunger of the anvil was broken. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, after stapling, when retracting the instrument, the anvil detached and significant anastomosis air leak was observed. Another stapler was used but air leak was still observed on the anastomosis. Resection had to be performed, which resulted to tissue loss. Another device was used and anastomosis was performed without problems. Procedure was converted to open surgery and another stapler was used to resolve the issue in order to complete the case. Surgical time was extended by more than 30 minutes.